Event description:
(B)(4). Reason for original complaint ¿ litigation alleges that patient experienced hip pain, which continued to worsen considerably and significantly impaired ability to perform daily activities, stand, sit and even walk. This, combined with alleged increased metal ion levels, resulted in pain and suffering. Update (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address pain and elevated metal ions. The adapter sleeve is now being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.